Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the visual inspection of the returned product noted the obturator was received intact. The seal housing, circular seal, stopcock, duckbill seal, and cannula appeared intact. Functional testing found that the device passed an air leak test. The duckbill seal failed during manual manipulation using an endo peanut. The seal housing was broken open to remove the circular seal to check for subassembly overall height. The measurements with calipers were were within acceptable range. It was reported that the seal was damaged. The reported issue was confirmed. Internal process improvements have been initiated to mitigate this issue. It was also reported that the device was difficult to insert into patient and the seal was disengaged. The reported issues were not confirmed. The cause of these conditions could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic ileocecal resection, in the early stages of surgery, when the instrument was inserted through the port and the peritoneum was being incised, the trocar was inserted and removed several times, however, it was harder to insert and remove than usual. When the seal part was checked, it was found that the hole for inserting the instrument with the seal was damaged and shifted or misaligned to the side more than usual. Another device was used to complete the case. There was no patient injury.